Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The electrodes are thin from use. The bottom electrode is missing most of its body from use. The opened device was tested and plugged into the controller and registered settings (7,3). The wand can produce plasma with its remaining electrode and had no issues activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause could not be determined. Factors that could have contributed to the worn tip include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (1. Using the wand above default output settings, thus causing the electrodes to become eroded extensively. 2. Pressing the tip against hard or bony surfaces). The output may have appeared weaker due to the eroded electrodes. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an adenoidectomy procedure, the procise ez view coblator ii's electrode was fractured and the wand was unable to ablate the tissue. The procedure was resumed after a non-significant delay, using an equivalent s+n backup device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an adenoidectomy procedure, the procise ez view coblator ii's electrode was fractured and the wand was unable to ablate the tissue. No parts fell inside the patient. The procedure was resumed after a non-significant delay, using an equivalent s+n backup device. No further complications were reported.